Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. Reportedly, the customer did not perform the proper air removal techniques. The cartridge was reloaded to resolve the issue. There was no adverse impact on customer's blood glucose level.